Event description:
The customer reported a patient death occurred while patient was transported to vascular lab area without antenna coverage.

Manufacturer narrative:
The customer reported a patient death occurred while being transported to the vascular lab area without antenna coverage. Based on the available information, the customer was aware that there was no telemetry coverage in the vascular lab area where the patient was transported to but failed to provide alternate monitoring, was unaware of the patient's deteriorating condition, and failed to provide additional therapy, resulting in the patient death. The device is deemed to be a factor in this patient's death because the clinical staff were not aware of the deterioration of the patient's condition. Philips cannot determine that intervention, such as drugs and CPR, could have changed the outcome of the event. An appropriate alternative monitoring solution should have been initiated per hospital protocol. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).